Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant, the helix would not deploy as if the torque was not transmitting to the tip of the lead. The lead was discarded and a new lead used. There were no patient complications reported as a result of this event.